Event description:
A report was received that the patient had soreness and tenderness over the ipg site. The patient underwent a revision procedure wherein ipg was relocated. The patient was doing well.

Event description:
A report was received that the patient had soreness and tenderness over the ipg site. It was also noted that the patient had lost a lot of weight and the overlying skin had thinned out. The patient underwent a revision procedure wherein ipg was relocated. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient's soreness and tenderness was solely due to weight loss.

Event description:
A report was received that the patient had soreness and tenderness over the ipg site. It was also noted that the patient had lost a lot of weight and the overlying skin had thinned out. The patient underwent a revision procedure wherein ipg was relocated. The patient was doing well.